Event description:
It was reported that the patients battery was causing pain as it was poorly positioned over the ribs and due to body habitus it was very close to the surface. It was also noted that the patient experienced inadequate stimulation despite reprogramming attempts. The patient underwent a revision procedure, wherein the ipg was replaced with a magnetic resonance imaging (MRI) capable one and pocket was relocated. The patient was doing well postoperatively and the explanted ipg was discarded by the facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred several months ago from the appointment date (B)(6) 2022.